Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record cannot be reviewed due to the unknown lot number. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: event date is unknown, therefore the implant date is unknown. D6b: explanted date: device was not explanted. E3: occupation: facility staff. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor recently used a 6fr angio-seal on a patient, despite the fact that the dilator would not lock into the sheath. The physician stated that he was able to force the device to work, with no injury to the patient. The angio-seal successfully closed the arteriotomy.